Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to dislodgment. The lead was explanted and a new competitor lv lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with set screw marks noted on the terminal pin, however no discernable marks were noted on the ring. Dried blood and body fluid were seen on the terminal pin, in the terminal pin opening and in the lumen. Visual inspection noted that the conductor coils were flattened, which was determined to be from some type of grabbing tool. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.